Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.

Event description:
On 27th december 2024, it was reported by an arthrex employee via email that an ar-8911ds, mini tightrope repair broke. This was detected during a midfoot fusion procedure on (B)(6) 2024. Mini tightrope broke when tensioning. Procedure was successfully completed with no patient harm by using another mini tight-rope instead.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.